Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure, the right ventricular (rv) lead dislodged to the right atrium resulting in atrial fibrillation (af) detection and inappropriate shock. The event resulted in an extended hospitalization. The rv lead was repositioned and remains in use. The patient is a participant in the (B)(6) trial ((B)(6)). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.